Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the tfna fem nail ø10 125° l170 timo15 was broken from the lock prong assembly the fracture surface shows no indication of any problems with the material. The broken fragments were not returned. The lock prong assembly was still inside of the nail body. In addition, the body of the tfna nail has scratches around the tfna blade hole near to the lock prong assembly that lead to the conclusion that this damage occurred during the handling process to insert it into the mating device. There is no indication that a design or manufacturing issue has caused the complaint condition. The observed condition of the device suggest that may have been caused by exposure to unintended forces by be in a contact with the mating devices. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the complete tfn-advanced proximal femoral nailing system devices were not returned. However, based on the event description and the condition of the device the misalignment condition can be confirmed. The surgical technique guide tfn-advanced proximal femoral nailing system (tfna) se_848157 rev. Af was reviewed. The instruction for open lateral cortex for helical blade/screw insertion are mentioned. Remove the drill sleeve. Pass the drill bit over the guide wire, through the guide sleeve, and drill to the stop. This will open the lateral cortex. Note: if the guide wire deflected as it passed into the femoral head/neck, it may be removed before drilling and blade/screw insertion. If the guide wire falls out or comes out when the drill bit is removed, it may be left out for blade/screw insertion. Care should be taken to ensure the orientation of the insertion handle and aiming arm is not altered. Option: drilling for dense bone or when using a screw. -for dense bone or when using a screw, the stepped reamer should be used to prepare a path for the full length of the implant. The stepped reamer should be used only after the lateral cortex has been opened. -pass the fixation sleeve over the back end of the stepped reamer and check the fixation sleeve for wear per the instructions checking fixation sleeve wear. Adjust the setting to the measured implant length. Pass the reamer over the guide wire, through the guide sleeve and advance it to the stop. -use the rod pusher through to hold the guide wire in place while removing the stepped reamer. Notes: -clean the flutes if high resistance is felt. -drill always stops 5 mm short of the wire tip. -rod pusher can be used to hold the guide wire in the bone when the drill is retracted. Precaution: monitor the drill depth under image intensifier throughout the procedure. The overall complaint was confirmed as the observed condition of the 10/130 deg ti cann tfna 170 - sterile would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to user, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part:04.037.012s lot:7966p79 manufacturing site: werk selzach supplier: depuy synthes products, inc release to warehouse date:26 sep 2023 expiration date: 01 sep 2033 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that there are no pieces in the patient. The surgeon confirmed by x-ray.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent orif surgery via tfna for femoral intertrochanteric fracture on femur with the products in question. After the surgery, the surgeon informed the defect. In the surgery, when drilling the outer cortex before blade insertion, there was a sensation of interference with the nail, but drilled a little harder with several reverse rotations. The drill tip passed through the nail and proceeded to insert the blade, but only halfway through due to interference with the nail. Once the nail was removed and checked, the nail was found to have been scraped. The shaved nail was not used, a different size nail (125° 9mm extra short) was used, and the blade was inserted in a near freehand manner without sleeves of any kind. After that, the set screw was tightened without any problem, and a 130° aiming arm was used for the distal lateral stop. There were no problems with fixation. The surgery was completed successfully with 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.